Manufacturer narrative:
A customer from outside the u.s. Reports observation of a falsely-elevated atellica im high-sensitivity troponin I (tnih) result for one patient, relative to repeat-testing results. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
A customer reports observation of a falsely-elevated atellica im high-sensitivity troponin I (tnih) result for one patient, relative to a repeat result from the same sample and results from two other samples from the same patient. The initial high result was reported to the physician and questioned. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih result.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00049 on 2022-02-01. Additional information, 2022-03-22: siemens has concluded the investigation. A customer from outside the u.s. Reported observation of a falsely-elevated atellica im high-sensitivity troponin I (tnih) result (275.32 ng/l) for one patient, relative to a repeat result from the same sample and results from two other samples from the same patient, all of which produced results of <2.50 ng/l. Quality control (qc) was within range for all measurements. Siemens has performed a review of the instrument trace files for samples and reagents, and observed no indications of sample-quality issues (presence of fibrin) for the sample in question. Files for other proximal samples and for tnih reagents also show no issues with fluid integrity. The specific root cause of the initial elevated tnih result cannot be determined, but siemens cannot rule out preanalytical sample-quality issues. No product issues were identified, and the customer is operational. No further investigation is required.